Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.